Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. Sometime post-op it was reported that the rod was broken and a set screw had pulled out and migrated. The patient also reported having back pain. A revision surgery took place 8 months post-op. No additional patient complications were reported.